Event description:
Additional information received from the consumer reported nothing had been done in regards to the stimulator since the patient's wife was having medical issues. The patient's wife was going to work on resolving her medical issues before contacting the physician about the stimulator.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
A friend of the patient reported that the patient had stimulation in the wrong location. The patient had a loss of therapy as the spinal cord stimulation did not help the back pain, burning and numbness. The patient was supposed to have an MRI because of the back pain and numbness but could not because of the implanted device. The patient then had a fall and the stimulation changed from the patient's back to painful stimulation going down his belly/abdomen. It was reported that the back pain and burning was a gradual change in symptoms, but the change in stimulation location with painful stimulation across the belly was sudden following the fall. The patient's health care professional informed the patient that the device needed to be taken out in order to have the MRI. The patient's relevant medical history reported was lumbar radiculopathy and spinal pain. No outcome or interventions were reported. Follow up is being conducted to obtain this information. If additional information is received a supplemental report will be filed.